Event description:
The customer alleges that during insertion, the side flaps of the needle became loose and the durameter was accidently pierced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.